Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports false positive results on seven individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 7. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 27544k, reader sn (B)(4)). Two cue covid-19 tests performed on the same day provided negative results. Individual has no symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Update to d9: device available for evaluation changed to yes and date device returned to manufacturer entered update to h3: was the device evaluated by the manufacturer changed to yes update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain and return testing with the reported lot and was able to reproduce the false positive results, however, further root cause analysis did not reveal additional information to provide a root cause. Root cause was undetermined.